Manufacturer narrative:
Multiple attempts were made to request, information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time. H3 other text: customer follow up attempts went unanswered.

Event description:
It was reported to philips, that the device quality inspection defibrillation test failed. There was no reported patient involvement.

Event description:
It was reported to philips that the device failed the defibrillation test. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer.